Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for a scheduled follow-up with complaints of infrequent bouts of presyncope. Upon interrogation, noise was observed. Review of a session record revealed possible environmental noise. Further testing was recommended. The patient was stable at the time and will continue to be monitored.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016.